Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair product evaluation: product review of the electric dermatome (B)(6) by dover on 26 february 2020 revealed that the calibration reading was out of specification at the zero setting and they were unable to verify rpm reading because the wires showed and pulled from the device. Product repair: repair of the device was performed by dover on 26 february 2020 which included replacement of the following: motor, reciprocating arm, plug harness, switch, switch mount, various other parts, vespel and semi-circle bearings additional repair included recalibration the device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The device has been returned and investigation is in process. Once the investigation is completed, a supplemental report will be filed accordingly.

Event description:
It was reported that the wires were showing/pulled from the cord. Event occurred during reprocessing. There was no harm to the patient. No adverse events were reported as a result of this malfunction.